Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting farawave catheter to sheath the physician was aspirating to remove all air upon insertion. Despite a lot of effort, the sheath continued to have air being pulled back. A pressurized saline bag at a very slow drip was used. No leak or air in patient seen. As a troubleshooting step, the catheter was slightly advanced, but the issue remained. The catheter (farawave) was then fully removed from the faradrive sheath, and aspiration was performed again, which temporarily resolved the issue. However, upon reinserting the farawave catheter and aspirating per standard procedure, the problem of continuous air aspiration recurred. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting farawave catheter to sheath the physician was aspirating to remove all air upon insertion. Despite a lot of effort, the sheath continued to have air being pulled back. A pressurized saline bag at a very slow drip was used. No leak or air in patient seen. As a troubleshooting step, the catheter was slightly advanced, but the issue remained. The catheter (farawave) was then fully removed from the faradrive sheath, and aspiration was performed again, which temporarily resolved the issue. However, upon reinserting the farawave catheter and aspirating per standard procedure, the problem of continuous air aspiration recurred. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis.